Event description:
Additional information was received from the physician. Per the patient's mother, the patient had developed some itching around the site of the device and was scratching. This was believed to be linked to a possible source of infection as the patient is a plumber and is exposed to possible sources of infection at work. It was noted that antibiotics were tried but ultimately the decision was made to remove the generator and leave the lead. He had a PICC line placed for continued antibiotics. The infection seems to be methicillin-resistant staphylococcus aureus (mrsa). It was noted that the patient is recovering. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's generator was explanted due to infection. Product return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date.